Manufacturer narrative:
Additional information was received that the symptoms were not device related.

Event description:
A report was received that the patient was experiencing pain and a pinching sensation at the pocket site. The patient was provided with an unknown treatment.

Event description:
A report was received that the patient was experiencing pain and a pinching sensation at the pocket site. The patient was provided with an unknown treatment.